Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage on the conductor wire¿s insulation. The damage is located at the distal end. As a result, the internal wires are exposed. Electrical continuity was performed and passed. No thermal damage was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additionally, the instrument was found to have a broken bipolar yaw pulley. Broken pieces are missing as a result of breakage. Size of missing pieces are approximately 0.014¿ x 0.019¿ and 0.011" x 0.025". The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted sacrocolpopexy surgical procedure, the fenestrated bipolar forceps instrument had a torn cable and would not open. There was no reported injury.